Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 200 units of insulin during the load sequence. Additionally, it was reported that multiple cartridge alarms occurred during the load sequence. Customer loaded a new cartridge to resolve the issues. Customer¿s blood glucose level was 83 mg/dl.